Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed within the device. Yellow and brown material were observed on the shell surface. During visual examination of the device, pe observed a rent on the posterior view measuring approximately 0.4 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white, yellow and brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown saline device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast reconstruction with unknown saline breast implants which the right side deflated after implantation. As a result patient had the device explanted on (B)(6) 2018.